Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking in the transparent filter. There were no patient harms or adverse effects reported as a result of the event.

Manufacturer narrative:
One used sample was received for analysis. Visual inspection was performed, and the complaint was confirmed. Video testing identified water leaking from joint point on the side of filter. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this product lot.